Event description:
Int's affiliate has informed us of an event that there was leakage through the cuff after an undetermined amount of time. The tube was replaced, and no adverse outcome to pt. It is not known if the unit was pretested per the instructions for use. Event occured in another country.